Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patient representative reported pneumothorax.

Event description:
Patient representative reported for right side "pneumothorax", "felt implant was too small and too high", "patient wanted larger breast". The device has been explanted.